Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.